Event description:
As reported, the 6mm angioguard filter migrated during the stent insertion. Therefore, the product wasn¿t available. During the product evaluation, the filter basket was noted to have been frayed/split/torn. There was no reported injury to the patient. The angioguard used in a carotid artery stenting (cas). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of angioguard and has used the device several times prior to this procedure. The device was prepared and used in accordance with instructions for use (fu). The product was stored and handled according to the instructions for use (IFU). No unusual observations noted prior to use. The device was prepped as per the IFU. Upon opening the package, the deployment sheath tip was fully seated in the filter basket introducer. No difficulty was encountered while flushing the filter introducer and deployment sheath. The torque device was locked onto the guidewire, and the anti-migration clip nearest to the filter introducer was left in place until after docking. Docking of the filter basket into the deployment sheath proceeded without difficulty. The capture sheath coil dispenser was flushed according to the IFU. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the 6mm angioguard filter migrated during the stent insertion. Therefore, the product wasn¿t available. During the product evaluation, the filter basket was noted to have been frayed/split/torn. There was no reported injury to the patient. The angioguard used in a carotid artery stenting (cas). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of angioguard and has used the device several times prior to this procedure. The device was prepared and used in accordance with instructions for use (fu). The product was stored and handled according to the instructions for use (IFU). No unusual observations noted prior to use. The device was prepped as per the IFU. Upon opening the package, the deployment sheath tip was fully seated in the filter basket introducer. No difficulty was encountered while flushing the filter introducer and deployment sheath. The torque device was locked onto the guidewire, and the anti-migration clip nearest to the filter introducer was left in place until after docking. Docking the filter basket into the deployment sheath proceeded without difficulty. The capture sheath coil dispenser was flushed according to the IFU. A non-sterile unit of a 6 mm basket, medium support, angioguard rx for us carotid was received inside a clear plastic bag. The returned component was the ecgw system; the remaining kit components were not returned for analysis. Visual inspection revealed a kink approximately 6 cm from the distal tip and a frayed membrane on the filter basket. No other anomalies were noted. Microscopic inspection of the distal tip confirmed no damage or irregularities. Examination of the filter basket with a vision system confirmed fraying of the membrane and elongation along the edges, consistent with tensile overload of the material. The struts were free of damage. The exact cause of the observed condition could not be conclusively determined. All performed inspections were within the defined evaluation scope, and no evidence was found to suggest a manufacturing or design-related issue. The malfunction ¿filter basket ¿ frayed/split/torn¿ was observed during the product evaluation. The exact cause of the event cannot be determined; however, procedural factors may be a contributing factor. Information for safety is provided in the product¿s labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿guidewires are delicate instruments and should be handled carefully. Prior to use, and when possible, during the procedure, inspect the guidewire carefully for coil separation, bends, kinks, or damage of the filter basket assembly.¿ based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6mm angioguard filter migrated during the stent insertion. Therefore, the product wasn¿t available. There was no reported injury to the patient. The angioguard used in a carotid artery stenting (cas). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of angioguard and has used the device several times prior to this procedure. The device was prepared and used in accordance with instructions for use (fu). The product was stored and handled according to the instructions for use (IFU). No unusual observations noted prior to use. The device was prepped as per the IFU. Upon opening the package, the deployment sheath tip was fully seated in the filter basket introducer. No difficulty was encountered while flushing the filter introducer and deployment sheath. The torque device was locked onto the guidewire, and the anti-migration clip nearest to the filter introducer was left in place until after docking. Docking of the filter basket into the deployment sheath proceeded without difficulty. The capture sheath coil dispenser was flushed according to the IFU. The device will be returned for evaluation.